Event description:
Developed pain over right side of pectus bar while playing basketball, pain was sharp and severe. Doctor's exam stabilizer bar mobile on right side in area of pain. Revison surgery performed and removed stabilizer bar.